Event description:
It was reported during an implant procedure on (B)(6) 2023 the right ventricular (rv) lead helix was bent. The lead was not used and replaced within the same operation. Post-procedure there were no patient consequences.

Manufacturer narrative:
The reported events of ¿tip of the lead was compromised¿ and ¿the helix was possibly bent¿ was confirmed. As received, a complete lead was returned in one piece. Final analysis found the helix was stretched and bent consistent with procedural damage. The cause of the reported events was due to damage helix consistent with procedural damage. No further anomalies were detected.